Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis. Visual inspection of the pump found cracks at the syringe port in the rear housing and scratched screen. The customer stated problem was verified. The root cause could not be identified.

Event description:
Information was received that a cadd ms3 ambulatory infusion pump had powered off and the alarm was not heard. Patient does not know the duration for which the pump was powered off, however noticed when she vomited. Patient powered on the pump and the event is now resolved.